Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the 2nd diagonal artery. The balance middleweight universal ii guide wire was positioned in the second diagonal artery and a stent was deployed covering the bifurcation. The distal tip of the guide wire was caught in the deployed stent and during retraction of the guide wire became separated. The proximal part of the guide wire was retrieved. Attempts to remove the separated tip of the guide wire failed; therefore, it remains in the artery secured by the deployed stent. The patient underwent coronary artery bypass surgery and is in good health. No additional information was provided.

Manufacturer narrative:
(B)(4). The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: the tip loss of the guide wire that was positioned in the second diagonal artery within the stent placed in the left anterior descending coronary artery (lad) is confirmed. There is also an unknown radiopaque marker that is distal to the bifurcation which was not identified. The attempted removal of the guide wire in the second diagonal and the lost tip caused damage to the stent and subsequent occlusion of the lad. Visual inspection was performed on the returned device. The reported separation was confirmed although the reported entrapment of the stent and the device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the ht bmw universal ii instruction for use states do not: torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties to be related to the user technique.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: after the bmw universal ii guide wire separated the non-abbott stent was observed to be malformed and the left anterior descending (lad) artery was observed to be occluded. A balloon catheter was used at the median of the lad; however, angiography revealed the attempts to open the vessel had failed and an occlusive stenosis remained, after which the patient was sent for bypass surgery. No additional information was provided.